Event description:
Patient presented back to the physician with purulent discharge from the chest incision site. Due to a possible infection, the physician brought the patient into the operating room and removed the entire inspire system. Postoperative antibiotics were prescribed.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision site due to delayed healing. Physician prescribed antibiotics.